Event description:
During a remote follow-up, episodes of far r-wave oversensing resulting in inappropriate mode switch were observed on the right atrial lead. The device was reprogrammed to resolve the event. The patient was stable